Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged and was sensing in the right ventricular (rv) lead. The lead was programmed off, later repositioned and remains in use. No patient complications have been reported as a result of this event.